Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of tape around an opened end of the header bag. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an affinity nt oxygenator, it was reported that the packaging was already opened after the customer opened the outside packaging of the device inside the factory. The outside packing was intact and there was no evidence of tampering. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no missing or wrong devices or components in the package. The sterile seal was not intact, and the device was not located in a seal.